Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported event was confirmed, the cause could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that they were unable to push anything through the forceps channel of the evis exera ii ultrasound gastrovideoscope. The issue was found during reprocessing after a diagnostic esophagogastroduodenoscopy, which was completed with the same device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the forceps cover was missing adhesive. In addition to the reportable malfunction, the following were noted: the bending section cover adhesive was cracked; the objective lens had small chips; there was peeling and discoloration on the cement of the light guide lens; there was a chip at the probe surface, and as a result, the ultrasound image was missing elements; the insertion tube had minor deformation or snakiness; the probe insulation failed the electrical safety test; there was excessive play in the angulation control knob; the forceps channel had a kink blocking brush passage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.